Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a mild amount of purulent drainage was seen around the patient¿s driveline (dl) exit site. Cultures of the drainage proved to be (B)(6). Of note, the patient had been taking longterm suppressive antibiotics since (B)(6) 2016. On (B)(6) 2018, the patient presented to the emergency department with fevers, chills, a dry cough, wheezing and weakness. The longterm oral antibiotic was discontinued and the patient started on intravenous (IV) antibiotics. Based on culture sensitively results, the patient¿s antibiotics were adjusted on (B)(6) 2018. The patient was discharged from the hospital on (B)(6) 2018 on continued antibiotics. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient initially presented to the clinic on (B)(6) 2018 feeling slightly more winded and fatigued. When examined, the patient was noted to have a mild amount of purulent drainage and hypergranulomatous tissue around the driveline (dl) exit site. The driveline exit site was cultured and the patient was prescribed antibiotics. Dl exit cultures proved to be positive for coagulase negative staphylococcus. On (B)(6) 2018, the patient presented to the emergency department with fever, chills, a dry cough, wheezing, generalized weakness and unsteadiness. When examined, the patient was noted to have pale greenish yellow drainage around the dl exit site. Blood cultures were sent and the patient started on antibiotics. The patient was discharged home on (B)(6) 2018 on continued antibiotics.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.